Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that during patient use, the nkv-550 ventilator emitted a loud, high-pitched alarm before shutting down. The patient was disconnected from the ventilator and manually ventilated. Within a short time, the ventilator spontaneously rebooted and began working again. Throughout the event, the patient remained stable and was placed on another ventilator, with no patient harm reported. The logs confirmed that it was a momentary cpu reset, with ventilation recovery occurring within 17 seconds.